Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a lens was inserted and removed due to scratches seen on it. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The other haptic is bent in the gusset and distal area against a post of the lens case. The optic is torn/split/cracked into two portions. Both portions have scratches and additional smaller split/cracks. The used non-qualified cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does have evidence that it was placed in a handpiece. Heavy stress was observed, as well as a small aneurysm on the bottom right side of the cartridge tip. The 26.5 diopter lens is only qualified for specific cartridges that were not used. All product and batch history records are reviewed by quality prior to product release. A qualified handpiece and viscoelastic were indicated. The reported scratch was observed. The root cause is most likely related to failure to follow the dfu. The file indicated that the customer used a non-qualified lens/cartridge combination. The diopter of the lens is beyond the diopter range qualified for use in the cartridge that was used. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. The manufacturer internal reference number is: (B)(4).